Manufacturer narrative:
(B)(4).

Event description:
It was reported that during normal follow-up, episodes of non-sustained rv oversensing due to oversensing were observed. Patient was asymptomatic. Further assessment is planned. The patient will continue to be monitored.